Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# va0315z, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient the patient did not have concerns with their device or therapy except that it felt out of place but it was still working. It was also reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Event description:
It was reported the patient fell on their right buttock the night prior to call. It was noted stimulation was painful following the fall. It was reported the patient thought the internal neurostimulator moved from the fall. It was noted decreasing stimulation helped with the pain.